Manufacturer narrative:
The device has been received for eval; however, device eval is not yet complete. A supplemental report will be submitted upon completion of the eval.

Event description:
Received info that all insulin delivery stopped. Reportedly, customer's blood glucose level was almost 400.